Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump stopped working due to battery issue however the issue resolved itself. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.